Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation the pulse generator exhibited undersensing of fine atrial fibrillation ¿ a-fib. The patient had a history of a-fib and was on medication as a result. The patient was asymptomatic to the event. The device was reprogrammed. The patient was in stable condition.